Event description:
It was reported that due to an acute onset of recurring incontinence the patient had his artificial urinary sphincter (aus) balloon was explanted. Upon explant, the physician discovered a "massive tear" in the wall of the balloon.

Event description:
It was reported that due to an acute onset of recurring incontinence the patient had his artificial urinary sphincter (aus) balloon was explanted. Upon explant, the physician discovered a "massive tear" in the wall of the balloon. Product analysis was conducted and identified a device malfunction that confirms the reported device allegations. The balloon tear is the most probable cause for the complaint.

Manufacturer narrative:
Additional information provided: d6 implant date device analysis: the returned device was analyzed and the reported allegations of incontinence was confirmed. Based on a review of all available information, the cause of the reported event was due to a tear in the balloon shell due to ear and fatigue at fold.

Event description:
It was reported that due to an acute onset of recurring incontinence the patient had his artificial urinary sphincter (aus) balloon was explanted. Upon explant, the physician discovered a "massive tear" in the wall of the balloon.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of incontinence was confirmed. Based on a review of all available information, the cause of the reported event was due to a tear in the balloon shell due to ear and fatigue at fold.